Event description:
The customer contact reported the rate independently changed. While programming channel c of the pump, the nurse noted the rate independently changed to the numeric value of the programmed volume to be infused (vtbi). No specific programming parameters were provided. The device was removed from clinical service. Therapy was started using a replacement device. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the biomedical engineer programmed channel c to deliver at a rate of 20ml/hr with a vtbi of 200ml. After the control knob was turned to the run position, the biomedical engineer noted channel c displayed a rate of 200ml/hr. Though requested, no additional information was provided.